Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of lost sensor alarm and unexpected restart from the insulin pump. The customer's blood glucose reading was 128 mg/dl. The customer stated that a lost sensor alert occurred only with a previous sensor. The customer declined to troubleshoot for unexpected restart alarm. The insulin pump will not be returned for analysis.